Manufacturer narrative:
It was reported that the pendant for the home care bed was not functioning as intended ("the head and foot bed gets stuck with remote, move the cable it works and sometimes it doesn't until moving the cable again"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer states "the head and foot bed gets stuck with remote, move the cable it works and sometimes it doesn't until moving the cable again".